Event description:
The caller reported encountering cgm error 42 with their g7 sensor. There was no adverse impact to the customer's blood glucose level following the resolution. Customer technical support provided the caller with complete instructions for a pump reset, and the caller successfully started a new sensor session without the error recurring. No further action was required from technical support.